Event description:
It was reported that the patient faced an event where tape did not stick and infusion set fell off on (B)(6) 2026.

Manufacturer narrative:
E1: (B)(6).Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number(B)(4).